Event description:
Patient reported left side "2021 the prostheses have already started to show some anomaly that in the ultrasound exam was identified certain ripples. In (B)(6) 2021, especially the left prosthesis began to show visible ripples, without needing to be palpated. In the ultrasound this year (2022), the prostheses already appeared to be "blurred", suggesting a rupture. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side "2021 the prostheses have already started to show some anomaly that in the ultrasound exam was identified certain ripples. In (B)(6)2021, especially the left prosthesis began to show visible ripples, without needing to be palpated. In the ultrasound this year (2022), the prostheses already appeared to be "blurred", suggesting a rupture. The device remains implanted.